Manufacturer narrative:
The customer initially called on (B)(6) 2011, regarding the bloody probe wipe. The customer technical support (cts) assisted the customer with the bleaching probe wipe procedure. A field service engineer (fse) was dispatched and performed a probe wipe flush and adjusted the probe wipe tubing. The issue was not resolved after the troubleshooting and servicing. A field service engineer (fse) returned on (B)(4) 2011 and determined that the tubing to the wash collar had insufficient slack. The fse also routed tubing with more slack. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that blood was splattering from the probe wipe onto the unicel dxh 800 coulter cellular analysis system and cassettes. The operator was wearing a lab coat and gloves. There was no exposure to mucous membranes or open wounds. There was no death, injury or affect to patient or user associated with this incident. No one sought medical attention.